Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to sensor wire is missing. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.